Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that they are having an error "c-34" whenever the surgeon tries to apply monopolar energy. Before calling technical support, they have already replaced monopolar cautery cable and instrument without success. Tse has reviewed error logs and found many instances of error "c-34". Tse discarded with customer that no CT scan or other esu are closed to erbe, which was not the case. Tse guided caller to power cycle the erbe without success. Tse explained caller that an external esu would be needed to continue with procedure. Caller thinks they have a forcetriad but not sure about the activation cable. The procedure was completed the procedure with no injury and less than a 15-minute delay. Isi followed up with the initial reporter and obtained the following additional information: the customer did not convert. They did the procedure with da vinci from the beginning to the end.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that monopolar instruments were able to be used with the same generator during the reported event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm issue via system logs and reproduce the issue during in-house testing.